Event description:
As reported by the user facility (translation of user facility info by bbm organization in (B)(6)): when removing the needle, the security system was not fully put in place, leaving 1 cm without protection. The nurse was jabed: prophylaxis treatment for hiv pt. MFR ref # 9610825-2014-00048.